Manufacturer narrative:
Pending evaluation. Concomitant device(s): 0861727, 118-01-02 - p-series pf plasma collarless sz 2 12/14, 0972299, 148-28-00 - 12/14 zirconia head 28mm +0mm neck, 1067269, 120-65-25 - bone screw 6.5mm dia x 25mm long, 1150505, 120-65-25 - bone screw 6.5mm dia x 25mm long, 1151362, 120-65-30 - bone screw 6.5mm dia x 30mm long, 1174342, 120-01-54 - acumatch cluster cup porous coated 54mm.

Event description:
It was reported via legal that 13 years post op the initial right tha, this female patient was revised due to severe osteolysis, poly wear and periprosthetic fracture. Patient was having pain and x-ray revealed actebular poly wear and osteolysis. Surgeon performed a revision of the right acetabular components and femoral head. No additional information available.

Manufacturer narrative:
H6: investigation results - the revision reported in case: (B)(4) may have been the result of prosthesis wear, osteolysis, periprosthetic fracture, and acetabular cup loosening after being implanted for over 12.75 years. The prosthesis wear may have been the result of the orientation of the acetabular cup, edge loading/impingement, patient-related conditions, or any combination of these possibilities. The aseptic (non-infected) acetabular loosening may have been the result of an insufficient bond between the acetabular cup and the bone. Additional contributing factors to the reported failures may have been the result of a combination of the risk factors specified in hhe2020-09-11-02 including but not limited to being implanted with a component having a shelf age of greater than 2 years. However, this cannot be confirmed as the devices were not available for evaluation, and images and radiographs were not provided at the time of this evaluation.